Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, was experiencing slow performance and frequent disconnections, often displaying an error message. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not working, and c disk had only 9% free space. The technical support specialist used the dism tool to shrink the winsxs folder, successfully freeing up 28gb of space on the c: drive. After confirming that the issue was resolved, the tss notified the customer and marked the case as complete. The system functioned as intended after the technical support specialist troubleshooted the device.